Event description:
At the time of the procedure there was difficulty releasing the micro-insert from the delivery device. The delivery system removed required pulling and twisting of the delivery device. When the delivery device was removed it had stretched. It appeared that the micro-insert had become unraveled but had not deployed. A second device was used and a micro-insert was deployed. The device was examined by the essure representative and confirmed that the first micro-insert had been deployed. The patient likely has two micro-inserts in her right fallopian tube. There was no harm to the patient. The patient will have an hsg (hysterosalpingogram). Routine after this procedure.